Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The device had an intermittent button response and button error alarms due to all flattened buttons dome switch. The device had a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.